Event description:
Info received indicates the brakes are not holding.

Manufacturer narrative:
The technician found the bushings were worn with gouges from age and wear. The technician rebuilt the brake block mechanism and adjusted the brakes to repair the bed.